Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia with a highest cgm reading of 303 mg/dl, present for approximately six hours, while using an inset infusion set on the abdomen and a freestyle libre 3+ cgm; the user is also on a glp-1 (monjaro) and reported difficulty maintaining steady blood glucose, performed an infusion site change with a straight cannula, and remained at 278 mg/dl before going to sleep. Symptoms included hyperglycemia. Outcomes included a minor illness or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information regarding any device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.